Event description:
Report received from (B)(6) stating that the device had a hole/cut in the hose. It is unknown if the device was being used during surgery. It is unknown if there was injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental mdrs will be sent. (B)(4).